Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4); description: linear st lead, 50 cm. Model#: sc-4316, serial #:(B)(4); description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was positive for persistent infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was positive for persistent infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics. No device malfunction was suspected.

Event description:
A report was received that the patient was positive for persistent infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to having another procedure for an existing medical condition and needed an MRI. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was positive for persistent infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional.

Event description:
A report was received that the patient was positive for persistent infection. The patient will undergo an explant procedure.